Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Initial reporter: supervisor of medical products e1b event site name: (B)(6) h3 other text : device not returned to manufacturer.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of our surgical lights ¿ powerled 500. As it was stated, film on control panel was torn. According to the photographic evidence, keypad membrane and label were damaged with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
The correction of h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. The unique identifier (UDI) # information is not available since the device was manufactured before september 2016. Getinge became aware of an issue with one of surgical lights ¿ powerled 500. It was discovered that film on control panel was torn. According to the photographic evidence, keypad membrane and label were damaged with missing particles. We decided to report the issue in abundance of caution as the issue can lead to contamination of sterile field. It was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The claimed device was not being used for patient treatment or diagnosis when the event took place. The keypad peeling off is a normal wear at this location. In the chapter daily inpections before use the user manual mentions to check that the keypad is in good condition. As soon as a default is noticed on the keypad membrane, its replacement must be performed. The film protection is available as spare part. Label peeling is probably due to collision or repeated excessive rubbing during cleaning of the device, the use of aggressive or unsuitable cleaning agents may be a contributing factor. The user manual mentions to check the lightheads for chipped paint, impact marks and any other damages during daily checks. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).